Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 250cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was dissatisfied with her silicone implants. As a result, the patient underwent bilateral removal without replacements on (B)(6) 2023. During the surgery, a ruptured right breast implant was discovered. There were no reported procedural delays or patient consequences due to the discovery. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-09757 for the contralateral event.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome h6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome manufacturer¿s reference number: (B)(4).